Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported, while using the vela ventilator, the volumes delivered are out of manufacturer's specifications. The customer reported the monitored volume was five hundred milliliters and the volume shown on the external analyzer was five hundred eighty milliliters. The customer confirmed the external analyzer was set to btps (body temperature and pressure saturated). The customer confirmed the elevation of the suspect device was set correctly. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.